Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a patient. There was no patient information available at the time of this report.date time method inr (B)(6) 2013 09:29 I-stat 3.6 (B)(6) 2013 10:02 stago 2.5 (B)(6) 2013 13:12 I-stat 5.0 (B)(6) 2013 13:45 I-stat 2.3 (B)(6) 2013 13:45 stago 1.8 (B)(6) 2013 15:26 stago 2.9(B)(6) 2013 10:40 I-stat 3.3(B)(6) 2013 10:40 stago 2.4 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).